Event description:
Facility reports that a pt fell while being transferred to a bed. Two cna's were transferring the pt to the bed. They heard a "pop" and the pt fell 3' to the floor. Pt hit their right hip on the floor and was taken to the hosp to be examined. Pt had no bruises or abrasions and was taken back to bed. Facility stated that the safety clips were in the outer position rather than the inner position. The lift functions properly. He reinstated the safety clips in the correct position and put the lift back into service.

Manufacturer narrative:
Retrospective review. This event has been determined to be reportable. Facility stated that the safety clips on the sling bar were in the outer position rather than the inner position. The lift functions properly. He reinstated the safety clips in the correct position and put the lift back into service. Local distributor visited the facility and reported that the lift was found in good working order.